Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg 50cm slimtip implant lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10243030.

Event description:
It was reported the patient was experiencing ineffective therapy. Surgical intervention may take place to address the issue. It is unknown which lead contributed to the ineffective therapy.